Event description:
It was reported through a legal event that a 55 year old male patient had hernia repair surgery on or about (B)(6), 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice biologic 15 x 10 cm mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2015, and (B)(6), 2018, for revision surgeries. During the (B)(6), 2018, revision surgery an additional strattice hernia mesh was implanted. The records indicate that this is a strattice perforated 10 x 16 cm mesh. No other information was provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Internal investigation into strattice lot s11159 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 16 march 2023, all of the 188 devices released to finished goods for lot s11159 have been distributed with 85 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 22/feb/2023, pmqa received notification from legal that the lots associated with this event were found through discovery and are "s11159-150 (2/25/2013) and s100582-107 (1/16/2018)". No other information was reported. There is no reported event after the january 2018 implant date therefore no record was opened. Although a lot number was reported, s100582-107, will not be investigated. In addition, this is an invalid lot number. This record is associated with s11159-150 implanted (B)(6) 2013. As reported in initial: it was reported through a legal event that a 55 year old male patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice biologic 15 x 10 cm mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2015, and (B)(6) 2018, for revision surgeries. During the (B)(6) 2018, revision surgery an additional strattice hernia mesh was implanted. The records indicate that this is a strattice perforated 10 x 16 cm mesh. No other information was provided.